Event description:
It was reported that the user was unable to insert a swan-ganz catheter into the sheath, as it was too tight. The sheath was removed and replaced with a new one.

Manufacturer narrative:
(B)(4). The customer returned one percutaneous sheath introducer (psi), lidstock, 7.5fr swanz-ganz catheter and dilator for evaluation. Visual examination of the psi and catheter did not reveal any defects or anomalies. The total length of the sheath body measured to be 4.126" which is within specifications of 4.0-4.25" per product drawing. The inner diameter of the distal tip of the sheath measured to be 0.103" which is within specifications of 0.102-.103" per product drawing. The inner diameter measured from the proximal end of the sheath measured to be 0.114" which is within specifications of 0.110-0.120" per product drawing. A returned 7.5 fr. Swanz ganz catheter was able to advance and retract through the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. The product lidstock provided with this kit indicates that this sheath is designed for use with 7.5 fr catheters. The customer report of catheter/sheath resistance could not be confirmed by complaint investigation of the returned sample. The returned psi passed all relevant physical, dimensional, and functional testing. No problem was found with the teleflex device. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the user was unable to insert a swan-ganz catheter into the sheath, as it was too tight. The sheath was removed and replaced with a new one.